Manufacturer narrative:
No further information is available on the product at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Aspen surgical received a report from the distributor indicating that a richard-allan fine tip pen was found with a defective seal. The item was not in use. No injury/death was reported. This report was filed in our complaint handling system for number (B)(4).